Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tg ii results from two patient samples tested on the cobas e 801 analytical unit. One example of discrepant results was provided: the initial result from the analyzer was 0.136 ng/ml with a data flag. The first repeat result from the analyzer was 0.347 ng/ml. The doctor deemed the result too high for the patient. The second repeat result from another roche analyzer was < 0.0400 ng/ml with a data flag. This result was deemed correct.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration and qc results were within the specified ranges. The alarm trace did not indicate any issues. A general reagent problem was not detected because the qc before the event was within ranges, and non-systematic and non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem. The cause of the event could not be determined.